Manufacturer narrative:
Physio-control evaluated the removed system pcb assembly. It was observed that the single board computer, located on the system pcb assembly, did not function anymore. This caused the device not to boot up. The cause of the reported issue was due to a failure of the single board computer (sbc), located on the system pcb assembly.

Manufacturer narrative:
(B)(4). Device was not returned to physio-control. A third-party service agent evaluated the device and verified the reported issue. The third-party service agent replaced the system pcb assembly. Proper device operation was then observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
It was reported to physio-control that the customer's device had nibp issues and that its display would flicker. A third-party service agent evaluated the device and observed that the device kept rebooting but would not complete a boot cycle. The device would start normally sporadically. It was not reported if there was any patient use associated with the reported event.